Event description:
During a percutaneous transluminal angioplasty, there was a balloon leakage observed. The target lesion was the right renal artery. There was heavy calcification, mild vessel tortuosity and 99% stenosis of the lesion present. The lesion was predilated with a balloon catheter. This was followed by the introduction of the stent delivery system (sds), however the balloon did not inflate. A balloon leakage was seen under fluoroscopy. The sds was removed without difficulty and replaced by another sds to finish procedure successfully. There was no adverse consequence to the patient reported. The product will not be returned for evaluation and testing. Please note that this device catalog p100e/lot s0604002 is similar to the united states product catalog p1004.